Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was performed? What were the indications for the procedure? If the procedure was a cholecystectomy, was a cholangiogram performed? What structure was the device being fired on when the clips crossed? What was done to address the cross clips intra-operatively? When was the bleeding discovered? How was the bleeding diagnosed? How long post op did the second procedure occur?

Event description:
It was reported that after an unknown procedure, during surgery, two of the devices fired crossed clips and did not perform the secure closing properly. Third device operated normally. However, after the surgery, the clips re-opened and caused bleeding. The patient was operated on again and was transfused three units of blood. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where does the surgeon believe the origin of the bleeding came from? / the surgeon believes the origin of the bleeding was the cystic artery. How was the source of the bleeding identified? / during the surgery, it was assumed that the cystic artery was not closed fully securely with the clips. Is it routine the surgeon to use a drainage tube after this procedure? / drainage tube usage is not a routine application.